Manufacturer narrative:
The ICD was received for analysis, the lead was not returned. Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks as well as a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddler syndrome, subclavian crush syndrome or other lead insulation damages. The manufacturing processes for both devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes which may be related to the observed damage characteristics. Particularly the final acceptance tests proved both devices functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
After an implantation period of approximately 46 months it was reported that the ICD was not interrogable. The device was explanted and replaced. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. Update: it was also reported that during the exchange procedure the rv lead was capped due to shock impedance out of range. The product identity information was received on 25-mar-2022.